Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day the patient was treated with injection of vancomycin (1 gm, every 72 hours, route and duration not reported) and injection of meropenum (every other day, dose, route and duration not reported). At the time of this report the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.